Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, the physician observed a foreign body, which appeared to be a portion of the retrieval basket, inside the patient's bladder. The object was removed with no obvious harm done to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned unit was not consistent with the complaint incident that the outer sheath was torn/split. It appears that the entire outer sheath was present, and the distal end of the device outer sheath was clean cut. There is no evidence of tearing, ripping, or necking down typical of a sheath with detached distal end. There is no evidence the distal end of the outer sheath was ripped, torn, or detached. The working length was slightly longer than the sheath sub-assembly specification; most likely, the sheath was stretched slightly during use. The basket was able to open and close. A fragment of what resembles the device's outer sheath was also returned. The entire length of the fragment was torn and jagged on both ends. Since there is no evidence that the device sheath was defective, and the device functioned properly, the complaint could not be confirmed. Several attempts have been made to confirm the correct the device was returned, and to request what other devices have been used on the patient in the past. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown).according to the complainant, the physician observed a foreign body, which apeared to be a portion of the retrieval basket, inside the patient's bladder. The object was removed with no obvious harm done to the patient. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.